Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that spectrum pumps alarmed upstream or downstream occlusion with no obvious source of occlusion. This occurred during infusion as well as when the pumps ran "free" after disconnected from the patient. The tubing was double checked with no issues reported. A drug library update took place when the events occurred. Some of the alarms occurred when vancomycin was hung cold, so the recommendation was made to allow the bag to warm prior to hanging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.